Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that prior to implant, interrogation of the device showed elective replacement indicator (eri) - replace pacer. The device was interrogated again, and eri values were still set but the battery had recovered to 2.69v with impedance of 672ohms. The device was not used. No patient involvement reported.